Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. Multiple attempts were made to obtain the complaint device, however no information was provided. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: overheating problem. Probable root cause: heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut. Use error. The device manufacturer date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device overheated.